Manufacturer narrative:
Investigation results: a genesys hta capital was returned for evaluation in good condition with no visible damage observed. The eeprom data was reviewed the console captured four fluid loss detected during seal integrity check before the procedure. The console was recorded that there was a leak that happened during seal integrity check or during procedure uterine perforation or cavity expansion which caused fluid loss occurring but no leakage outside. Fluid loss in excess of 10 ml during seal integrity check before procedure or during procedure occur in cases when the alarm was triggered. The console worked as intended detected the fluid loss and triggered when leakage exceeds 10 ml. The unit passed cis-genesys hta functional feature test. Additionally, the console was burn-in overnight and the console was retested. No fluid loss alarm and third fluid loss were observed during the retest. The unit passed the genesys hta functional feature test retest. Therefore, a review and analysis of all available information indicated that the root cause is no problem detected. A complaint with a cause of no problem detected indicates that the device complaint or problem cannot be confirmed. A review of the device history record (DHR) confirmed no previous issues were found that would have led to reported failure.

Event description:
It was reported to boston scientific corporation that a genesys hta capital was used in a procedure performed on (B)(6), 2018. Reportedly, three procedure sets were used along with the console. According to the complainant, during the procedure, three successive fluid loss alarms were noted. The procedure was cancelled due to this event. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Device problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Investigation results: a genesys hta capital was returned for evaluation in good condition with no visible damage observed. The eeprom data (alarm history data) was retrieved from the console which indicated that four fluid loss alarms were detected during the phase of "seal integrity check". Based on the complainants report that 3 fluid loss alarms also occurred during the procedure, this indicates that there may have been either a leak during the seal integrity check or a possible uterine perforation or cavity expansion which would account for the multiple alarms. However, there was no reported leakage outside the patient. These alarms are triggered by any fluid loss in excess of 10 ml during the seal integrity check phase or during the procedure. The console worked as intended by detecting the fluid loss and alarming when leakage exceeded 10 ml. During functional analysis, the unit passed all functional tests. In addition, the console was left on overnight and retested the following day. No fluid loss alarms were observed after the retest. A review and analysis of all available information indicated that the reported issue could not be replicated. Therefore, the most probable root cause of the reported device issue is "no problem detected". A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications.

Event description:
It was reported to boston scientific corporation that a genesys hta capital was used in a procedure performed on (B)(6) 2018. Reportedly, three procedure sets were used along with the console. According to the complainant, during the procedure, three successive fluid loss alarms were noted. The procedure was cancelled due to this event. There were no serious injury nor adverse patient effects reported as a result of this event.